Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "10 minutes slow", and the pump am/pm time settings were switched. Customer was unsure how the pump time became inaccurate. Tandem technical support guided the customer through adjusting the pump time to be accurate. Customer's blood glucose level was 236 mg/dl.